Event description:
Pt developed complete heart block during angio procedure. Code called. Pacer/defibrillator failed during external pacing unit plugged in & on battery. Low battery light came on 30 sec. Before unit ceased functioned. Nurse did not notice if fault light on due to pressures of code. Unit had been charged per ICU routine. Biomed found ac power charger module showing fault. Fault caused by defective charging circuit board. No pt injury due another unit readily available: however outcome may have been fatal had no back up unit been available. Product failure during life threatening event. Md notes: probable lethal vasovagal event during angiography procedure.